Event description:
Customer reported when changing the battery she saw liquid in the battery compartment. Customer stated she took a napkin, wiped it and was orange rustic looking liquid. Customer's blood glucose was unknown. Grime seems like battery acid. The drive support cap was reported normal. Self test and displacement test were performed and device passed both test. Customer also mentioned the insulin pump has been alarming no delivery. She has to change the entire set multiple times to resolve issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.